Event description:
It was reported that customer received a cartridge alarm. There was no adverse impact to the customer's blood glucose level. Customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified, and a different issue was identified.